Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse inspected and tested the unit. The unit ran for two hours. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. The iabp was successfully swaped. There was no patient harm reported.